Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer stated that she ran out of insulin and received the no delivery alarm first. She was about to change the insulin and rewind the insulin pump when she received the motor error alarm. The customer did not know the blood glucose reading. The customer was unable to complete the rewind sequence. She noted that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.